Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2019. It was noted that the catheter was explanted/replaced on (B)(6) 2019. The device disposition was unknown. On (B)(6) 2019, there was no report of numbness in right foot. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter had migrated. The catheter was replaced/repositioned on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 07-mar-2021, UDI#: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 07-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient that was receiving fentanyl, bupivacaine, and morphine via an implanted pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient had right leg numbness and increased low back pain on (B)(6) 2019. It was noted the wounds looked good. The patient was examined on (B)(6) 2019, and the symptoms were confirmed. The pump meds were changed with bupivacaine being reduced and morphine increased. The patient was recommended to not use boluses until new pump meds were active. On (B)(6) 2019, a catheter access port (cap) contrast study was performed and the results were normal. The bupivacaine was again reduced to help with the numbness in their right leg and the morphine was increased. On (B)(6) 2019, the patient noted the symptoms continued with the new meds. The bupivacaine was reduced again on (B)(6) 2019 and the bolus doses of fentanyl and morphine were increased. On (B)(6) 2019, the patient had numbness in just their right foot, not entire right leg. It was noted the low back pain was 75% better. The patient was examined, on (B)(6) 2019, and the symptoms continued but the low back pain was less intense. The bupivacaine would be decreased at th e new visit. It was indicated the numbness was related to the device or therapy and possibly related to the drug bupivacaine. It was indicated the low back pain was related to the device or therapy and possibly related to morphine due to decreased dose. It was also noted the catheter was repositioned to the right side of the spine during the recent pump and catheter replacement surgery. The patient's weight was (B)(6). It was noted the issue was ongoing. Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2019 the patient called with increased pain. On (B)(6) 2019 the patient had very little decrease in right foot numbness and reported increased pain. It was noted on (B)(6) 2019 the patient had no pain relief to mid back and the team was scheduling a catheter revision. The examination results from (B)(6) 2019 was status quo. No further complications were reported/anticipated.